Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. A visual inspection revealed one of the cables from the transformer to the rectifier was frayed with exposed wires, and the end connector was found to be charred. No other visual discrepancies were identified on the returned power supply. The power supply, in as-received condition, was installed onto a test machine to test for the reported failure. The test machine would not power on with the returned power supply. The transformer was replaced with a ¿known-good¿ transformer, which was reinstalled onto the test machine, and the test machine powered on without failures or alarms. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a damaged cable on the transformer.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t hemodialysis (hd) machine would not power on. The biomed stated the power supply fan activated, but there were no signs of power going to any other machine components. Upon follow up, it was reported that the power supply was replaced and this resolved the issue. The biomed stated that the machine had been returned to service. The power supply was reported to be available for a manufacturer evaluation. There was no patient involvement associated with the reported event. The power supply was returned to the manufacturer for physical evaluation. Upon evaluation of the power supply, the end connector on the transformer was found to be charred.